Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose level was "high", specific value was not provided. Customer administered a correction injection via mdi. Reportedly, customer went to the emergency room to treat high bg. Customer was treated with intravenous fluids of saline and insulin. Customer declined to troubleshoot with tandem technical support and no additional information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.